Event description:
Patient was undergoing vein harvesting for bypass surgery. After the vein harvester had been removed from the patient's leg, the nurse examined the device and discovered that the vein holder piece was missing from the set. The broken harvester was shown to the pa and the surgeon. The broken piece was retrieved from inside the leg.